Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: insyte autoguard 20 ga IV catheter did not retract when inserted resulting in needle stick. 13 september the staff involved had a blood borne pathogen exposure. We followed out treatment process.

Manufacturer narrative:
Investigation results: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs of an autoguard needle shield. The catheter had been previously deployed off of the needle shield and was not shown in the returned photographs. Some usage residue was seen within the end of the needle shield; the usage residue and event description indicated that the device had been used in the clinical environment. The needle was partially retracted into the needle shield. It appeared that the needle did not fully retract per design. A small section of the needle tip, containing the cannula from approximately the notch through the needle bevel, was seen protruding out of the needle shield. No obvious visual bends or apparent damage were present in the needle. The activation button was verified to be in the depressed position. Possible contributing factors for an incomplete needle retraction could include an inadequate amount of lubrication, excessive gel, a damaged (e.g. Bent) needle cannula, a damaged or defective spring, misplacement of adhesive during the manufacturing process, damage to the safety shield grip or barrel which prevented smooth passage of the needle hub, or improper activation of the safety feature. The exact root cause of the partial retraction could not be determined without examination of the physical sample. Manufacturing controls, including inspection per the quality control plan and functional check sampling, are in place to reduce the occurrence of this type of failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.